Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting, charging supplies were changed to resolve the issue there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.